Manufacturer narrative:
Evaluation: the iab was returned intact for evaluation with a sticky coating noted to be covering the balloon membrane. In addition, other portions of the device were noted to be cloudy in appearance. It appears that the device was cleaned or wiped with some agent prior to its return for examination. Blood was noted on the exterior and interior of the balloon membrane. Underwater leak testing revealed a leak in the membrane. It was not possible to identify the true nature of the penetration which allowed blood to enter the device. Probable cause of difficulty: based on the poor condition of the returned iab, it was not possible to identify the true nature of the penetration which allowed blood to enter the device. It appears that the damage to the balloon membrane obscured the appearance of the penetration making it impossible to determine its true origin.

Event description:
Blood backed to the system 97 pump. No alarms sounded. On 7/22/97, co received the mandatory medwatch form from the user facility; the following info was rpt'd on 7/22/97: a nurse noted blood in the iab catheter and safety disk assembly. The balloon pump continued to operate without alarm for gas loss or blood detection. Since the pt was hemodynamically stable, the therapy was discontinued. The pt suffered no ill effects from the balloon malfunction. Event complications: none from the event - rpt'd 7/10/97, 8/4/97. Pt current status: stable - rpt'd 7/10/97.